Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the pulse generator, back up operation was observed. The backup was caused by communication issue between the device and home monitor. The device was reprogrammed to normal settings. The patient was stable.